Event description:
It was reported to manufacturer, by end user. Per end user, her husband was using the pool lift to get her up and out of the pool. He was swinging her over the pool to her chair, when the lift chains failed. She fell back into the pool. End user stated the chain link disengaged from the s-hook and that her husband could not get the chain back into the s-hook to reconnect the chains. The chain just came off and she was forced to stay in the pool for two hours until her husband managed to get her out. The dealer was called and then came out to look at the pool lift and chains being used. Per end user, the dealer removed the chains and replaced them with new ones. Customer stated she has lost confidence in the product and is requesting reimbursement for her trouble and lost of faith in our company. Manufacturer issued a request to dealer to return chains for evaluation. Per dealer he stated "he did not remove the chains from the residence".